Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box and alarm history showed call service 052 alarms. The rewind, load, and prime steps were completed successfully. The pump was tested for 24 hours and no call service alarms were emitted. Unrelated to the original complaint, the pump cover was removed to find evidence of moisture damage on the printed circuit board, and the internal components. Additionally, the battery compartment was cracked on the side from the threads to the cover. Corrosion was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. (B)(4).